Manufacturer narrative:
Analysis of the desktop recharger, model 37761, s/n (B)(6), revealed. Analysis found:scrapped due a frayed cord and no anomalies were visually observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were trying to charge the implanted neurostimulator on sunday and the recharger started with an error message and they can't remember what the error message was. Patient stated they had the recharging going for a while and when they went to check the status, the screen was stopped and they started up again and got the same message. Patient stated they are getting warning recharger (insr) need to charge message and the insr has been plug into the outlet. Patient services (pss) asked patient to inspect the desktop charger for damage and patient said the connector pin is loose when plug into the insr port. The issue was not resolved. A replacement desktop charger(dtc) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) ubd: , UDI#:. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.